Event description:
A customer contacted baxter technical svc center regarding system error 2240 during drain 2 of 4 while using the home choice system. The home pt became disconnected. The svc rep explained the message to the home pt. The home pt would use manual bags that night and inform the pd nurse. This writer contacted the home pt's nurse, who was made aware of the 2240 alarm. The nurse confirmed there was no pt injury or medical intervention associated with this incident and that the pt has been continuing with therapy as usual.